Event description:
During a right hip arthroscopy, the anchor of the device got broken while inserting. The site was prepped by drilling with a 2.45mm twist drill. The piece of broken anchor remains in the patient. The procedure was completed with a gryphon pk anchor of mitek.

Manufacturer narrative:
Only a small proximal portion of the anchor was returned for evaluation. It was not possible to perform a dimensional analysis due to the condition of the piece provided. The video of the procedure was examined and a couple of anomalies were observed. First, the provided lot number was for an osteoraptor with a single co-braid black suture but the device in the video clearly had a co-braid blue suture. Also, the drill guide seen in the video does not appear to be one manufactured by smith & nephew. The smith & nephew drill guide is specifically recommended in the IFU in order to properly maintain axial alignment and for the way it works with the drill and the device itself providing the proper laser marks for orientation and depth. Based on these observations, there is no evident root cause related to the manufacture of the device. (B)(4).

Manufacturer narrative:
There is some error on product investigation findings that was filed on the initial MDR report submitted on (B)(4) 2013. This supplemental report is being filed to correct the product evaluation findings as indicated below: device was evaluated by quality engineering. Only a small proximal portion of the anchor was returned for evaluation. It was not possible to perform a dimensional analysis due to the condition of the piece provided. The video of the procedure was examined and although no anomalies regarding the hole prep were observed, the anchor appears to encounter significant resistance well before full insertion is achieved. The depth of the pre-drilled hole could have a significant impact on this condition however, this depth cannot be verified or even estimated due to a loss of visualisation during drilling. There are no additional complaints on file for this product lot. Based on these observations, there is no evident root cause related to the manufacture of the device. No further investigation is warranted at this time. (B)(4).